Event description:
It was reported that a cartridge alarm occurred during pumping and the load sequence. Customer¿s blood glucose was 400mg/dl. There was no adverse impact to the customer's blood glucose. Reportedly, the customer reverted to an alternate method of insulin therapy.